Manufacturer narrative:
Device passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint found on pin 6 and 1 of the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they experienced hypoglycemia and the insulin pump received hardware low level failures alarm. Customer's blood glucose value was 42 mg/dl at the time of incident, 99 mg/dl and treated with food. Customer was able to successfully clear the alarm. Customer was able to rewind the insulin pump. The customer performed self-test and it did not pass. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering. Customer was advised to revert to the back-up plan. The device will be returned for analysis.